Event description:
Fallopian tube clips were applied by the physician and it was noted that the metal springs did not go all the way to the closed/locked position on the plastic jaw components. Both clips were stable and remained in place on the tubes, however. User facility personnel tested the fallopian clip applicator following surgery and found that it would not fully advance the springs as it should. No pt injury occurred.